Event description:
Patient presented to the physician with limited range of motion of the neck due to stimulation lead tethering which was also causing headaches, neck pain, and a needle-like sensation radiating from the chin to the chest incision site. Patient was referred to physical therapy which the patient is currently attending